Event description:
Caller reported an alarm related to occlusion, which occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin therapy, and no additional assistance was necessary.